Event description:
Premature battery depletion was reported. There had been no shocks delevered and the pacing outputs were normal. No patient complications have been reported as a result of this event.

Event description:
Asku

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: analysis confirmed the reported battery depletion and determined it was due to a high current drain from an integrated circuit that supports pacing and telemetry as well as regulating and supplying power to most of the other supporting integrated circuits.